Event description:
It was reported that the maryland bipolar forceps instrument was defective. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that both yaw pulleys exhibited charring and localized melting at the grip base. The charring may be due to prolonged cautery activation without tissue between the grips. High generator settings may also contributed to the damage. Electrical continuity passed. Engineering also observed the distal end of the main tube has a 6" long section just below the midpoint with material removed on one side of the tube, extending from the intersection with the proximal clevis. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.